Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm model #: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm model #: sc-4316 lot #: 16425262 description: next generation anchor kit sterile.

Event description:
A report was received that the patient was no longer using her ipg because it was not working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate stimulation. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was no longer using her ipg because it was not working. The patient will undergo an explant procedure.